Event description:
The customer reported that the system displayed a "cine disk not available' error that prevented the cine function from operating, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.